Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted, in summons essure insertion date reported as approximately 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case becomes an incident. Injury event was updated with new events added: pelvic pain, abdominal pain. Reporter and lab data were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal with tubal reconstruction). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted ,in summons essure insertion date reported as approximately 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2009: total bilateral occlusion. Imaging procedure on (B)(6)2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Lot number added (627754). Events added from pfs- lower abdominal pain, abnormal bleeding. Reporter information, aka name, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('essure device was identified and its insertion into the myometrium located.') In an adult female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral essure tubal ligation reversal and essure removal with tubal reconstruction/ bilateral essure tubal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, abdominal pain lower and embedded device outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted ,in summons essure insertion date reported as approximately 2008. There were 2 to 3 coils trailing in the uterine cavity from each ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number: 627754 manufacture date: 2008-08 expiration date: 2010-08 . Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporters information were added. Event: essure device was identified and its insertion into themyometrium located were added. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627754) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal with tubal reconstruction). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted ,in summons essure insertion date reported as approximately 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number: 627754 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.